Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was receiving inaccurate sensor readings. As a result, the patient underwent an echocardiogram on (B)(6) 2018 to have their sensor recalibrated by 17 mmhg.

Event description:
Follow-up revealed the patient's baseline was manually decreased 8 mmhg, but the patient's sensor continues to drift. In turn, the patient's sensor will remain under review in the meantime.

Event description:
Follow-up revealed the patient's issue has been deemed resolved and the sensor stable.